Manufacturer narrative:
No blank display noted. Device had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted. However, device passed operating currents, self-test, unexpected restart error test and displacement test. No unexpected off no power, battery out limit, low battery alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had received did not respond to buttons as well as off no power alert and battery anomaly. Customer¿s blood glucose was 152 mg/dl. Customer states they did receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer states there were not unattended alarms. Customer states the battery cap was not loose, cracked or damaged. Customer states this is the second occurrence of off no power without a low battery warning. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and they may continue to wear insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.